Event description:
Swelling [swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via a sales rep regarding a female, pt, initials unk. The pt's medical history was significant for previous treatment with synvisc (hylan g-f 20) in right knee (with no issues). On an unspecified date, the pt initiated treatment with synvisc injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On an unspecified date, after receiving third injection (of the three injections), the pt experienced swelling. The physician drained the knee and 60 cc of fluid was aspirated. The pt was treated with cortisone and was reported to be doing much better. The action taken with synvisc was not provided. The outcome of the events was not provided. Relevant concomitant medications were not provided. The intensity for the events was not provided. The reporting physician did not provide the relationship between synvisc and the events.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.